Manufacturer narrative:
Ftr# (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. Visual inspection of the staple cartridge noted that the reload had a full complement of staples. Functional evaluation noted that the reload loaded and fired without issue. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a low anterior resection, the surgeon connected the reload to the adapter, and the status indicators were green. Then the surgeon pushed the green firing button, but the device would not fire. After replacing the device, the firing was completed. The status of the patient is no problem.